Event description:
Allergan rep reported an alleged leak in the ban portion of the lap-band system. Follow up findings: health professional reported the event was first noted when the pt presented with ¿no weight loss {and} not a lot of fluid [was in the lap-band] after fills.¿ diagnostic testing was conducted ¿at explant¿ and the device was ¿tested with methylene blue and [a] leak¿ was found in the band. The lap-band device was ¿explanted without replacement and the pt was converted to roux-en-y.¿ health professional reported the pt had a previous port leak and the port was explanted and replaced. The event was first noted when the doctors notes indicate the doctor was ¿unable to aspirate¿the amount of fluid the doctor¿s notes indicated should be in the device. An x-ray was conducted that showed the port was ¿negative ¿ for a leak.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The band has not yet been received by allergan. The reporter stated that it is unk where the port is and it will not be returned for product analysis. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. ¿seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study. 299 pts total).¿